Event description:
It was reported that a patient underwent a procedure for a cerebral meningioma on an unknown date. During the procedure the surgeon noted venous bleeding under the sagittal sinus. The surgeon attempted to use an absorbable hemostatic agent to control the bleeding. According to the doctor, "it was not enough" so the surgeon removed the absorbable hemostatic agent and used floseal. The bleeding stopped so the surgeon stopped the operation. The patient did not wake up after surgery. The patient died on (B)(6) 2012 due to major cerebral edema with cerebral edema complications as a result of venous thrombosis. Additional patient, product, and event information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.